Event description:
Per literature, it was reported that: title: transcatheter aortic valve implantation in patients with bicuspid aortic valve stenosis utilizing the next-generation fully retrievable and repositionable valve system: mid-term results from a prospective multicentre registry results between march 2015 and december 2016, 24 patients met the inclusion criteria of the prospective registry and were included in the study. Baseline demographics and clinical characteristics are presented in table 1. Briefly, the mean age was 75.3 years with equally distributed gender. Patients had moderate surgical risk and the majority of them demonstrated heart failure with nyha iii/IV symptoms. Detailed assessment of aortic stenosis severity and type of biav morphology are depicted in table 2. The average mean gradient was 60.1[?]18.31 mm hg, the mean ava was 0.6[?]0.19 cm2. As far as the valve morphology is considered, type 1 was the most frequently identified. Moderate/severe degree of valve calcification was recognized in majority of patients. Tavi was performed via femoral route in all patients, in 46%, the procedure was done with local anaesthesia and conscious sedation. Pre-implantation balloon valvuloplasty was conducted in majority of patients (n=15, 63%). The most frequently used valve was the lotus 25 mm. The repositioning/resheathing feature was used in 42% (ten patients) of the procedures, of which in two cases (8.3%), complete prosthesis retrieval was required. The immediate angiographic assessment showed no severe ar (ar), in one case, a moderate ar was identified. The detailed procedural characteristics are depicted in table 3. The varc-2-defned device success was achieved in 83% of patients (n=20); the detailed breakdown of its composites is presented in fig. 1. There were no conversions to open-heart surgery. One patient required urgent abdominal surgery due to perforation of the tortuous abdominal aorta that was noted soon after insertion of the lotus introducer sheath, which was complicated by cardiogenic shock and multi-organ failure resulting in death on day 7. Any type of varc-2 bleeding and vascular complications occurred in 29.2% (n=7) and 25% (n=6), respectively. Life-threatening and major bleedings occurred in three patients (13%) and all were directly related to the procedure. There were two overt access site bleedings, and one caused by the above-mentioned abdominal aorta perforation. Major vascular complications were found in three subjects. Of which, two haematomas and one aforementioned aortic perforation were diagnosed and required blood transfusion of at least four units. There was one minor stroke diagnosed 1 day after the procedure with full recovery within next 72 h (due to limited availability and lack of reimbursement, cerebral protection was not implemented in any of the procedures). The pre-discharge echocardiographic assessment showed significant reduction of the mean gradient from 60.1 [?] 18.3 to 15 [?] 6.4 mm hg and increase in the ava from 0.6 [?] 0.19 to 1.7 [?] 0.21 cm2. There was no severe ar; in two patients (9%), a moderate regurgitation was found (table 4). The 30-day safety composite end point was achieved in 17% (n = 4); a detailed breakdown of the composites is presented in table 5. There were neither any post-discharge deaths, episodes of new bleeding nor vascular complications. Seven patients (35%) required new pacemaker implantation for advanced conduction disturbances. In the 2-year follow-up, additional two deaths were reported resulting in overall mortality of 12.5%. The 2-year composite clinical efcacy endpoint was met in 25% of the patients (n=6) (table 6).

Manufacturer narrative:
Based on the investigation conducted and the review of the returned device the primary as reported classifications: lotus - patient - bleeding and secondary as reported classification of lotus cannot be confirmed. A review of the case was completed by creganna medical clinician (B)(6):'' it is always a little difficult to draw conclusions based on these publications since they frequently do not include sufficient patient level data. In this case, some inferences can be derived based on the way the data are presented. I would have to assume that the haematomas occurred in 2 different patients. Although not specifically stated, that is the implication in the way the data are reported. Again, not totally clear but the language and data in table 4 would suggest that both of the patients with haematomas were transfused 4 units. This is why they were characterized as major varc-2 bleeding events. The only death reported is in the patient with the aortic perforation that required surgery. Based on that, I would have to assume that the access site issues (haematomas) resolved. The authors do not describe or report any additional interventions that were performed but again, I would have to assume that transfusion was the only intervention, but this is not a firm opinion because the information (positive or negative) is not provided. It is certainly possible that some intervention occurred while the patients were still in the lab but were not described in the publication as they might have been considered standard care and not specific interventions related to a complication. If an intervention occurred later, I would assume that it would be reported but again, this is somewhat of a guess on my part.'' Following a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer set device. The probable investigation conclusion code assigned to this complaint is "known inherent risk of device'. The definition of known inherent risk of device per csop0058 rev f is: reported adverse event known and documented in the labelling (including both short or long term known complications or adverse reactions)'. There is no evidence of a potential processing, design or use failure associated with this complaint. Based on the above conclusion, no further escalation or corrective action is required at this time.

Event description:
Per literature, it was reported that: title: transcatheter aortic valve implantation in patients with bicuspid aortic valve stenosis utilizing the next-generation fully retrievable and repositionable valve system: mid-term results from a prospective multicentre registry results between march 2015 and december 2016, 24 patients met the inclusion criteria of the prospective registry and were included in the study. Baseline demographics and clinical characteristics are presented in table 1. Briefy, the mean age was 75.3 years with equally distributed gender. Patients had moderate surgical risk and the majority of them demonstrated heart failure with nyha iii/IV symptoms. Detailed assessment of aortic stenosis severity and type of biav morphology are depicted in table 2. The average mean gradient was 60.1 18.31 mm hg, the mean ava was 0.6 0.19 cm2. As far as the valve morphology is considered, type 1 was the most frequently identifed. Moderate/severe degree of valve calcifcation was recognized in majority of patients. Tavi was performed via femoral route in all patients, in 46%, the procedure was done with local anaesthesia and conscious sedation. Pre-implantation balloon valvuloplasty was conducted in majority of patients (n=15, 63%). The most frequently used valve was the lotus? 25 mm. The repositioning/resheathing feature was used in 42% (ten patients) of the procedures, of which in two cases (8.3%), complete prosthesis retrieval was required. The immediate angiographic assessment showed no severe ar (ar), in one case, a moderate ar was identifed. The detailed procedural characteristics are depicted in table 3. The varc-2-defned device success was achieved in 83% of patients (n=20); the detailed breakdown of its composites is presented in fig. 1. There were no conversions to open-heart surgery. One patient required urgent abdominal surgery due to perforation of the tortuous abdominal aorta that was noted soon after insertion of the lotus introducer sheath, which was complicated by cardiogenic shock and multi-organ failure resulting in death on day 7. Any type of varc-2 bleeding and vascular complications occurred in 29.2% (n=7) and 25% (n=6), respectively. Life-threatening and major bleedings occurred in three patients (13%) and all were directly related to the procedure. There were two overt access site bleedings, and one caused by the above-mentioned abdominal aorta perforation. Major vascular complications were found in three subjects. Of which, two haematomas and one aforementioned aortic perforation were diagnosed and required blood transfusion of at least four units. There was one minor stroke diagnosed 1 day after the procedure with full recovery within next 72 h (due to limited availability and lack of reimbursement, cerebral protection was not implemented in any of the procedures). The pre-discharge echocardiographic assessment showed signifcant reduction of the mean gradient from 60.1 18.3 to 15 6.4 mm hg and increase in the ava from 0.6 0.19 to 1.7 0.21 cm2. There was no severe ar; in two patients (9%), a moderate regurgitation was found (table 4). The 30-day safety composite end point was achieved in 17% (n = 4); a detailed breakdown of the composites is presented in table 5. There were neither any post-discharge deaths, episodes of new bleeding nor vascular complications. Seven patients (35%) required new pacemaker implantation for advanced conduction disturbances. In the 2-year follow-up, additional two deaths were reported resulting in overall mortality of 12.5%. The 2-year composite clinical efcacy endpoint was met in 25% of the patients (n=6) (table 6).